Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information has been provided.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the upper buttocks on (B)(6) 2019. The patient¿s mother reported the patient¿s insertion site was red, swollen and had a lump. The patient was treated with oral antibiotics to treat the infection. The event occurred three days after the sensor had been inserted into the upper buttocks. At the time of contact, the patient was doing good. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.